Event description:
Caller reported aviva system blood glucose result of 17.7 mmol/l, professional system result 8.7 mmol/l within 10 minutes. No adverse event was reported due to discrepancy. Strips not available for return, replacement sent.

Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The event occurred in (B)(6). Strips not available for return.